Event description:
On 02/21/2007, nellcor received report where it was alleged that a patient would use a fenestrated inner cannula and speaking valve during the day and would switch to a non-fenestrated inner cannula in conjunction with a unspecified model hme ( heat moisture exchanger) during the evening. Fifteen days earlier at 3:00 am, the nurse discovered that the inner cannula was not switched to a non-fenestrated inner cannula for evening use. The nurse immediately switched the fenestrated to a non-fenestrated inner cannula. The nurse observed the patient for about 1-2 minutes then was called by another patient. The same day at 5:30 am, a nurse found the patient not breathing. Heart message was applied to the patient, but the patient was pronounced dead at 5:40am. No further information was provided regarding this report. Information provided fifteen days later revealed that this event is being reported as medical malpractive and not malfunction of the device. Since this is not being considered a device malfunction, no sample will be returning for evaluation.